Event description:
It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous transluminal coronary angioplasty, the physician need to check the vessel using ivus but when he pressed the pullback button, automatic pullback failed. He changed to another sled but still the same failure occurred. He then finished the case through manual pullback. After the case, it was found out that the md5 had a damage at the bottom part which connect to the sled and pullback with sled. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).